Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net because their pacemaker exhibited pacemaker-mediated tachycardia (pmt) episodes. The pmt episodes were deemed to be a diagnostic issue and not true pmt. Programming changes were made. There were no patient consequences.